Event description:
Procedure: vats for bullectomy. According to the reporter: after firing retraction of the knife blade was not possible. The dlu remained on the tissue and an additional stapler was used to staple out the dlu. The instrument did show a piece of plastic that was broken down at the shaft of the instrument at the side from the unload button (which may indicate misuse). Post operatively there was a sign of a lung contusion. This added 45 minutes to the procedure. The present condition of the pt is reported as good.